Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal seal associated with this complaint and completed investigations. Failure analysis (fa) investigation was unable to replicate nor confirm the customer reported complaint. Fa found no broken pieces or physical damage. Fa was unable to identify any product issue. The customer was contacted again to ask if the correct product was returned since there was no issue found with the product. However, no further details could be provided by the customer.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a piece from the inside of the universal seal had broken off and fallen inside the patient's anatomy. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event occurred at the beginning of the surgical procedure. The universal seal did not collide with any other instrument or hard material during the surgical procedure. Fragments did not fall inside the patient during an instrument tip or accessory collision. The universal seal was not removed during the surgical procedure prior to the breakage. There was no surgical resistance, damage to the cannula, and no additional damage upon removal of the universal through the cannula. The surgical staff confirmed that all fragments had been retrieved by visual inspection and manually placing the fragments together. There was no additional surgical procedure that was required to be performed to remove the fragment. There were no post operative tests that were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The universal seal was further investigated and additional inspection confirmed the initial observation of a torn septum. The septum was found to be missing a round piece approximately 9.5mm in diameter and roughly 90 degrees clockwise from the luer location. This issue likely resulted from a sharp object installed off-axis through the universal seal.

Event description:
Refer to h11 for follow-up information.